Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio did observe some wear on the buttons due to normal usage; however, no functional failures were observed. As a precaution, physio replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an event multiple buttons on their device would not respond when pressed.  As a result, defibrillation may be delayed or prevented, if it had been necessary.  No further details about the patient or the event were provided.